Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) with the pump not working as intended. The pump would fill too quickly, so a surgical procedure was performed during which it was replaced. There were no patient complications reported.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) with the pump not working as intended. The pump would fill too quickly, so a surgical procedure was performed during which it was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned component underwent a thorough analysis. Inspection of pump found no abnormalities and passed the leak testing performed. Based on the information available, the reported observations could not be confirmed.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) with the pump not working as intended. The pump would fill too quickly, so a surgical procedure was performed during which it was replaced. There were no patient complications reported.